Manufacturer narrative:
Analysis was performed on the returned device. The reported leak (bleeding through the hub of the exchange sheath) was confirmed based on the returned condition of the exchange sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported leak (bleeding through the hub of the exchange sheath) appears to be related to inadvertent displacement of the bleed back valve during attempt to load the dilator into the exchange sheath. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a coronary intervention using a 6f sheath. Reportedly, when the device was inserted into the access site, there was bleeding through the hub of the exchange sheath. A new starclose se was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the previously filed report, the following information was received: the exchange sheath was inserted. There was bleeding seen coming from the valve within the hub of the sheath. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a coronary intervention using a 6f sheath. Reportedly, when the device was inserted into the access site, there was bleeding through the hub of the exchange sheath. A new starclose se was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.